Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced an infection. The cause of the infection is unknown, however, the ipp was removed and replaced with tactra. No additional patient complications were reported.